Event description:
Nellcor puritan bennett rec'd a call from facility on 11/17/1998. User called to report the following problem. Constant single tone alarm, no volume delivered and no light emitting diodes light.